Event description:
The clinician reports, that the implant was inserted (B)(6) 2013 in ada 29 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.